Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right atrial (ra) lead. The suspected cause of the event was due to lead damage. The lead was explanted and replaced the resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of failure to capture and material integrity problem were not confirmed. As received, a complete lead was returned cut in two-pieces. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.